Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 05april2019. (B)(4). The manufacturer¿s international service technician checked the unit overall, run in tested, cleaned and functionally tested and no abnormality was confirmed.

Event description:
The customer requested a check of the connection of the detachable battery. There was no patient involvement. Event date not specified, estimate used.